Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a lost sensor alarm and had experienced seizures. The customer¿s blood glucose reading was unknown at the time of the incident. The customer stated that the sensor does not work with the insulin pump. Customer reported that lost sensor occurred during init period and isig does not show in the sensor status screen. Customer also reported to have experienced seizures due to low blood glucose and treated with food. Customer declined low blood glucose troubleshooting, the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device communicated properly with the minilink transmitter and the glucose sensor simulator. No pump/sensor communication anomaly or lost sensor alarm noted during testing. Unit passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. All operating currents are within specification. Off no power alarm functions properly. Device also passed the delivery accuracy test at 0.08770 inches. Device was unable to prime during prime test due to faulty force sensor resistor (gold). Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and a stained end cap sticker.